Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. No unexpected anomaly with product not adhering and sticking.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that they received a button error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that the button error alarm was unable to be cleared due to keypad anomaly. The customer's mother declined to troubleshoot for high blood glucose and adhesive not sticking. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.